Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer "stacked too much insulin via bolus and manual injections". In addition, the customer miscalculated the amount of carbohydrates consumed. The customer's blood glucose (bg) level was 51 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.